Event description:
It was reported that one day post implant there was a right ventricular (rv) lead warning. The data indicated that the rv lead had low pacing impedances. Lead insulation damage was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed that the outer insulation of the lead was extrinsically breached due to a cut. It was also noted that there was blood on the proximal conductor of the lead and it was not obstructed and visual summary analysis of the lead indicated damage at implant. (B)(4).